Manufacturer narrative:
Picture was provided of the impacted device and shows that the bag was cinched closed while the push rod was still in the device. That is against instructions for use. Picture was provided of the impacted device and shows that the bag was cinched closed while the push rod was still in the device. That is against instructions for use.

Event description:
Details of event submitted to me [via email from crd] in (B)(6)¿s word on her report. "During our lap appy when dr. Deployed bag to retrieve the specimen the bag automatically got stuck and the metal arms were exposed without the dr.¿s knowledge as we tried to remove the bag there was exposed arms to the bag that could have potentially penetrated the small bowel had I not brought it to dr. (B)(6)¿s attention. When we attempted to get the bag out we had to pull the entire trocar to get the bag out. When we finally got the bag out it would not open to release to retrieve the specimen. I had to cut the bag and pass my specimen off my field. (B)(6). Details of the event, relayed to (B)(6), crd and then forwarded on to me: from the charge nurse (B)(6) [or director]: fwd: the other pmi bag was defective in (B)(6) case today (B)(6) 2019. There was a huge sharp metal prong that deployed while we was trying to get the bag out. The prongs deployed right by the small bowels: the bag had to be cut carefully to remove particles to prevent injury to the patient. The trocar had to be removed as well to get the bag out. Dr. (B)(6) use the same pmi white bag at 11pm last night during another case without an issue: he is aware of the technique needed for the equipment. Just as in previous per with genicon 2ezee bag, this hca facility has sent the bag over to (B)(6) in their safety department of the hospital. Last time, I requested the (B)(6) email to pmi customer service and coordinate a way to send it on over to genicon.